Manufacturer narrative:
The device evaluation is in progress. The results will be reported when the evaluation is completed.

Event description:
The device was returned as a repair for system error, but forwarded to pir coordinator when it failed volumetric testing. The three test readings were 4.5ml, .25ml under the acceptable range of 4.75 to 5.25ml.